Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had an arctic sun device that was not cooling. The patient temperature was 36.4c, target temperature was 33c, water temperature was 30.6c and flow rate was food. The target temperature was 36.4c and had been cooling for an hour. Nurse confirmed that there was adequate pad coverage. It was noted that the weight of the patient was 86kg with large gel pads. Mis asked nurse if the screen was flashing indicating therapy had started the "arctic sun" in corner and "normothermia" should be flashing. Nurse stated that the patient was in normothermia but would like to start hypothermia. Mis explained how to stop therapy and select "therapy selection", but nurse could not find this option.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is on-screen menus not followed by operator. However this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "new patient - hypothermia: select hypothermia to reduce and maintain a patient temperature at a set target temperature for a defined period of time, then slowly re-warm the patient at a controlled re-warming rate. Press the hypothermia button to display the hypothermia therapy screen. Initiate hypothermia (cool patient and rewarm patient): hypothermia therapy is initiated and managed, and patient temperature is automatically controlled to a set target temperature from the cool patient and rewarm patient windows in the hypothermia therapy screen. The cool patient window displays the cooling phase patient target temperature and the length of time remaining in the cooling phase of the hypothermia therapy. The rewarm patient window displays the rewarming phase patient target temperature and the length of time remaining in the rewarming phase of the hypothermia therapy. To initiate hypothermia therapy: from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. Cool patient settings: the default patient target temperature and duration will display in the cool patient window. To modify the patient target temperature and duration, press the adjust button to display the cool patient-adjust window. Cool patient to: use the up and down arrows on the left side to set the desired patient target temperature to cool the patient cool patient for: use the up and down arrows on the right side to set the cooling duration to cool the patient before rewarming begins. Press the save button to save the new settings and close the cool patient-adjust window." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse had an arctic sun device that was not cooling. The patient temperature was 36.4c, target temperature was 33c, water temperature was 30.6c and flow rate was food. The target temperature was 36.4c and had been cooling for an hour. Nurse confirmed that there was adequate pad coverage. It was noted that the weight of the patient was 86kg with large gel pads. Mis asked nurse if the screen was flashing indicating therapy had started the "arctic sun" in corner and "normothermia" should be flashing. Nurse stated that the patient was in normothermia but would like to start hypothermia. Mis explained how to stop therapy and select "therapy selection", but nurse could not find this option.

Event description:
It was reported that the nurse had an arctic sun device that was not cooling. The patient temperature was 36.4c, target temperature was 33c, water temperature was 30.6c and flow rate was food. The target temperature was 36.4c and had been cooling for an hour. Nurse confirmed that there was adequate pad coverage. It was noted that the weight of the patient was 86kg with large gel pads. Mis asked nurse if the screen was flashing indicating therapy had started the "arctic sun" in corner and "normothermia" should be flashing. Nurse stated that the patient was in normothermia but would like to start hypothermia. Mis explained how to stop therapy and select "therapy selection", but nurse could not find this option.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.